Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 2 2022 data extract for aortic serious injury events for the sapien 3 ultra valve. This report summarizes 24 device thrombosis events for the sapien 3 ultra transcatheter heart valve. The age range for these events is from 70-87 years. The breakdown for gender is as follows: 9 females and 15 males.

Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 24 device thrombosis events for the sapien 3 ultra transcatheter heart valve in the aortic position. The ''time to event'' (tte, in days) for this event was 107.46. The device identification (di) numbers for edwards sapien 3 ultra transcatheter heart valve are: (B)(4). Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at greater/or equal to 250 sec. In this case, specific procedural details were not available to determine potential contributing factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Correction to the exemption number field per FDA request on 07/07/2022.